Event description:
It was reported that cmac 4 blade failure of light. Camera worked in ambient light but inside airway, failed to show anything. Cmac 4 blade failed to produce light so they couldn't use it. Only noticed on trying to intubate. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: the device was sent to the manufacturer for inspection. During the technical inspection by the manufacturer, the error description provided by the customer (cmac 4 blade failure of light) was confirmed. Overall, the following defects were found: blade damaged, adhesive points on camera head worn, leak at camera head, cover worn, plug worn, leak between plug and cover, and -reprocessing at temperatures above the device specification (temperature indicator has reacted). As already mentioned, the device met the test specifications at the time of delivery. Based on the defects identified during the technical inspection, it is therefore concluded that the most likely cause of the error described is improper use by the user or during reprocessing. As described in checking the labelling', the instructions for use state that the product must be checked for functionality and damage before and after each use. In addition, a functional test (including light transmission and sufficient image quality) is described in which the defect on the device would have been noticed. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned on january 20,2025 for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).